Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 54 mg/dl due to taking too much insulin after dinner. The customer also reported getting sensor expired alert after sensor insertion. The sensor will be returned for analysis.

Manufacturer narrative:
Unable to confirm adhesive anomaly on opened/used sensor.